Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer call about high bgs. Troubleshooting for high bgs. Customer expressed the following symptoms of high bgs: nausea. Customer did not contact their hcp for high bg's. Customer has treated for their high bg. Details of treatment are as follows: treated with manual injection . Reviewed account history for similar complaints in recent history. Time and date are correct. Basal rates are correct. Bolus wizard settings are correct. Reviewed alarm history, found: nothing out of ordinary. Reviewed bolus history for anomalies, found: recording bolus. Verified the patient is disconnected. Checked tubing for air, found: no bubbles . Assisted caller with removing reservoir and rewinding/priming pump. Determined insulin did exit the tubing. Verified there were no leaks present in the tubing. Patient does have their tubing clamp on hand. Assisted patient with hp test. Pump passed. Expl pump operating as designed. Customer did report a hospitalization. Nothing further reported.